Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depletes faster than expected. The customer's blood glucose level was "high" with moderate ketones. Customer delivered a correction via an injection. Customer continued to use the pump for insulin therapy.